Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. This also serves as a correction report. Section h11 ( additional MFR narrative) and b3 (date of event) were incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device. The customer noted a vertical trend arrow, however, it is unknown if the trend arrow is upwards or downwards. The customer is asymptomatic but self-presented to a healthcare professional (hcp). The customer received a reading of 52 mg/dl on the adc device compared to a reading of 294 mg/dl obtained on a laboratory result. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. The customer received hcp administration of an unspecified intravenous drip and phlebotomy test for treatment of the diagnosis of hyperglycemia. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device. The customer noted a vertical trend arrow, however, it is unknown if the trend arrow is upwards or downwards. The customer is asymptomatic but self-presented to a healthcare professional (hcp). The customer received a reading of 52 mg/dl on the adc device compared to a reading of 294 mg/dl obtained on a laboratory result. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. The customer received hcp administration of an unspecified intravenous drip and phlebotomy test for treatment of the diagnosis of hyperglycemia. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.